Event description:
Patient had a desara one sling implanted on (B)(6) 2023. Patient expierenced retention issues post operatively. Patient went back to the hospital where the surgeon removed the sling. Sling was not returned to manufacturer for evaluation. Based on the information provided, it is unclear whether the ae is related to product/device, patient anatomy, medical history, or surgical technique.